Event description:
Rptr stated that a diabetic pt was hospitalized for hyperglycemia and treated with IV insulin. For a week prior to the event, the device gave lo and errors for insufficient blood volume. The rptr had been giving the pt juice to elevate his blood sugar for a week prior to incident.